Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported problem. The fse reviewed the system logs and confirmed error 319 on universal surgical manipulator (usm) 2. The 319 error was pointing to the axes controller carriage (acc) and axes controller spar (acs) boards in usm 2. The fse switched usm 2 with usm 4, and the 319 error would follow. The fse determined that usm 2 was defective. The fse replaced usm 2 to resolve the reported problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis investigations replicated error 319 in normal mode. The parallelogram psc (patient side cart) fixture test platform (pftp) fiber test was performed and failed. After bypassing the parallelogram fiber cable, the usm was able to start in normal mode with no errors. However, when the original fiber cable was installed again, the error returned. With the parallelogram fiber cable bypassed, the usm passed all tests that were performed. The parallelogram harness would be replaced as a fix. The root cause of the issue was a component failure. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigations revealed the following possible related system error: 319. 319 error = node 184 is not present at startup, node name: acm in armnet2 usm (system err node not present startup). A review of the procedure log confirmed the site performed this radical extraperitoneal w/ lymphadenectomy prostatectomy surgical procedure on 22-mar-2022 with system sk3989. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a procedure change. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal w/ lymphadenectomy prostatectomy surgical procedure, the site encountered error 319 on universal surgical manipulator (usm) 2, and all the light emitting diodes (leds) on usm 2 were red. The customer called technical support and the field service engineer (fse) had the customer disable usm 2 and the system passed the self-test. The site completed the procedure with three usms. There was no reported injury. On 04-apr-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: system functionality was checked prior to use and the system initially powered on with error 319. It was confirmed that usm 2 was disabled and the procedure was completed successfully robotically.